Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported symptoms of soreness, broken and an abscess on tooth # 19 (lower left 1st molar). The patient reported visiting a dentist, who extracted tooth # 19, to alleviate the reported symptoms. The patient reported being prescribed augmentine (antibiotic) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic. The treating doctor did not consider the event was serious or life threatening to the patient.